Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 short port btt balloon would not inflate. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: the device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. A lot history record review was completed for the product. There was no non-conformance which could have contributed to this failure mode. Internal file number - (B)(4).